Event description:
It was reported that the patient experienced an unknown symptom. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and failure to capture and the right atrial (ra) lead exhibited an insulation breach. A perforation of the rv lead was noted. The ra and rv leads were explanted and replaced. The patient was in stable condition.